Event description:
In 2007, the pt stated that he began feeling nauseated, so he measured his blood glucose and observed a value of 345 mg/dl. He reported a normal blood glucose range of 140-150 mg/dl. He programmed a 10.5 unit insulin bolus in order to correct his elevated blood glucose level. While delivering the bolus an e4 (occlusion) error occurred, which was followed by an a8 (bolus cancelled) alert. He proceeded to change his infusion set and site, and the insulin cartridge to correct the occlusion. During troubleshooting with a co rep, he declined troubleshooting his infusion device since he was convinced that the infusion site contributed to his elevated blood glucose and the occlusion. During follow up that same month, he reported no recurrence of the occlusion error and he had been effectively managing his blood glucose with his infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.